Event description:
It was reported by the affiliate that during a tvt procedure one extremity of the tape came off the needle. The right side was completed successfully. On the left side the surgeon thought he may have stuck the needle under the periost. They had difficulty pulling the needle through and when the needle was pulled through it was detached. Once the needle was pulled through the surgeon completed a cystoscopy. A second device was used to complete the procedure. There were no pt consequences reported.